Manufacturer narrative:
(B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation. (B)(4).

Event description:
The facilities director and the environmental services director stated that while raising the resident on the lift in order to transfer the resident; the spreader bar detached from the jib. This caused the resident to drop and the spreader bar to strike the resident. The resident was hospitalized and evaluated. Then released with minor injuries.